Manufacturer narrative:
The instrument arrived in a decontaminated condition and it is available for investigation. According to the available information, there were no negative consequences for patient. The instrument arrived in a clean status with a charred tip. The investigation was carried out visually and microscopically with the digital microscope. We made a visual inspection of the instrument. Here we found charred material, grooves and scratches, additionally we detected visible damage and an unknown impurity. The device quality and manufacturing history records have been checked for the lot number (52541329) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. The root cause of the problem is most probably usage related. According to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the charred outer tube was caused by disruptive discharges. The grooves, scratches and visible damage could have been caused due to other instruments or an improper handling and this could led to disruptive discharges. Furthermore the outer tube shows heavy signs of wear. There is also the possibility for disruptive discharges if the outer tube have fine cracks.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product shaft only f/modular monopol.electr. The tip of the product is charred or broken after surgery. There was no patient harm. Additional information was not provided. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: (B)(4)_9610612-2019-00690.